Event description:
Baxter (B)(4) received a report that an infusor leaked at the connection of the blue winged luer cap during storage. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: the device was returned to baxter and the reported condition was confirmed during evaluation. The cause of the reported condition was determined to be winged luer cap that was left untightened. During evaluation the winged luer cap was retightened and the device was filled with fluid. No leak was observed during this test. No repairs were made as the device is single use and will be discarded. A follow-up report will be filed if any additional details become available.